Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During use by the customer the intra-aortic balloon (iab) sensation 40cc ruptured. The blood was noted in the helium tubing. The iab insertion was an axillary. The iab was removed successfully and another catheter was placed. No harm or injury to the patient was reported.